Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat anterior vaginal repair with cystocele and a sling was implanted.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, bleeding, and vaginal scarring. The patient underwent mesh revision on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesions, urinary incontinence, and urinary retention.

Event description:
It was reported that following insertion the patient experienced adhesions, urinary incontinence, and urinary retention.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent mesh implantation concurrently with anterior vaginal repair and cystocele on (B)(6) 2011 to treat stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was reported that patient underwent the following procedures: (B)(6) 2011 ¿ cystoscopy; (B)(6) 2011- cystoscopy, vaginoscopy, and removal of foreign body, mesh removal; (B)(6) 2011 - revision of sling with removal of left side of mesh; (B)(6) 2012 - cystoscopy, transvaginal excision of remnant of urethral sling and pubovaginal sling with autologous abdominal rectus fascia.